Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to revert to a backup therapy using multiple daily injections (mdi) while awaiting a replacement pump, which was sent by tandem technical support. They were informed about the updated software on the replacement pump and provided with instructions on managing the pump prior to return. Additionally, arrangements were made for the return of the faulty pump, and the customer acknowledged the provided instructions.